Event description:
A customer reported she did not receive her replacement adc freestyle libre 2 reader and she had a medical event. The replacement device was issues as the customer had called on (B)(6) 2021 to report a backlight display light problem with the reader. The customer called back on (B)(6) 2021 to report that the replacement device was not received and as a result, the customer experienced a low glucose event and went to hospital to seek unspecified medical treatment. No further information was provided as the call got disconnected, and attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection has been performed on the reader, and observed damaged casing. Observed the reader was partially de-cased. The reader did not turn on with button depression. Built in reader test was unable to be performed due to the damage observed on the reader casing. The reader log was unable to be attached due to the reader not turning on. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive her replacement adc freestyle libre 2 reader and she had a medical event. The replacement device was issues as the customer had called on (B)(6) 2021 to report a backlight display light problem with the reader. The customer called back on (B)(6) 2021 to report that the replacement device was not received and as a result, the customer experienced a low glucose event and went to hospital to seek unspecified medical treatment. No further information was provided as the call got disconnected, and attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive her replacement adc freestyle libre 2 reader and she had a medical event. The replacement device was issues as the customer had called on (B)(6) 2021 to report a backlight display light problem with the reader. The customer called back on (B)(6) 2021 to report that the replacement device was not received and as a result, the customer experienced a low glucose event and went to hospital to seek unspecified medical treatment. No further information was provided as the call got disconnected, and attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.